Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2019, on unknown date, the patient underwent open reduction internal fixation surgery for left femoral trochanteric comminuted fracture. After the surgery, on unknown date, the nail broke. Because the load was continued with the non-union, the nail was loaded and broken. It was decided to perform a re-operation to remove nails and insert artificial bone head in the future. No further information is available. This complaint involves (1) device. This report is for (1) unk - nails: tfna. This report is 1 of 1 for (B)(4).